Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n326462, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was initially reported that the patient had an overdischarged battery. It was noted that they were able to help him with a deep discharge and then they did the power on reset (por). It was noted that the patient was getting good therapy again. It was noted that the patient claimed he charged regularly, but when he went overseas to (B)(6), he was unable to initiate a recharge with his recharger so he could not charge it for the entire time he was there which was 2 months. It was further stated that when the company representative brought the patients device out of the od, he felt like the stimulator was shocking him. It was further stated that the error code of the por was not known. At the time of the od, the patient did not have stimulation. The por was cleared at the time.

Event description:
It was further clarified that the patient took care of the overdischarge at home but met at the physicians office to clear the por. The company representative involved had no recollection of the patient mentioning anything about a shocking sensation.

Manufacturer narrative:
Additional information was received indicating that the manufacturer was not aware that a reportable malfunction occurred until (B)(6) 2014.